Event description:
While inserting ventriculostomy, the ventriculostomy broke off into the brain. Approx 6 cm piece of catheter was left in brain. Unable to be retrieved. Death not felt to be related to event.